Manufacturer narrative:
The aviator plus pta (6x15/142p pk) balloon catheter failed to inflate. There was no reported patient injury. Initially, this was a renal artery stenosis case. The lesion length is 12mm. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU. The device was prepped normally. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. A non cordis indeflator device was used in the procedure. The same indeflator was used successfully with other devices. There was no difficulty advancing the device to the target lesion. The balloon was inserted into the patient and inflated once. The inflation was not held. There were no kinks noted on the device during or after use. There was force required when using the device. The procedure was completed by replacing with other product. The patient did not experience any complications as a result of the failure with the device. The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A product history record (phr) review of lot 17477366 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds inflation difficulty - unable to inflate¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as the amount of calcification or fibrous may have an impact on the efficacy of the device by being resistant to angioplasty. According to the information for safety labeling ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ according to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the aviator plus pta (6x15/142p pk) balloon catheter failed to inflate. There was no reported patient injury. Initially, this was a renal artery stenosis case. The lesion length is 12mm. The device was stored and handled per the instruction for use (IFU). The device was prepped per the instruction for use (IFU). The device was prep normally. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. A non cordis indeflator device was used in the procedure. The same indeflator was used successfully with other devices. There was no difficulty advancing the device to the target lesion. The balloon was inserted into the patient and inflated once. The inflation was not held. There were no kinks noted on the device during or after use. There was force required when using the device. The procedure was completed by replacing with other product. The patient did not experience any complications as a result of the failure with the device. The product was removed intact (in one piece) from the patient. The product will not be returned for analysis.